Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. H6. Conclusion codes have been updated.

Event description:
Additional information received reported that the patient had an allergic reaction to the device and the lead. They needed an allergy analysis sent to the manufacturer representative as the hcp wanted them to do an allergy test on the device and manufacturer representative wasn't how that worked or what was meant by that. Neither of the manufacturer representatives were at the explant and one of them went and picked up the battery. There was an issue with them trying to get the battery because the hcp misplaced it and it took them a while to find it and once they got it they sent it back. There was not a patient death, there was no patient injury, and the patient recovered without sequelae. The patient¿s recovery was fine and they wished to get reimplanted if the test was negative as the therapy worked well.

Manufacturer narrative:
Analysis of the ins (B)(4) found no anomaly. Analysis of the tined lead (B)(4) found no significant anomaly. The lead body was cut through and the product was segmented.

Event description:
Additional information received indicated that the neurostimulator (ins) was removed a week prior to this call. The patient reported since implant her body rejected ins, multiple health care provider (hcp)'s did everything possible but patient¿s body rejected ins and they could not find a reason. The patient thought ins may have been defective and that could have been the reason. Information reported 3 days later indicated that the hospital has possession of the device but manufacturer representative was going to pick it up and send it in for testing. The complaint on the device was that it caused continued wound dehiscence. The patient was contending there must be a defect with the device as she was provided with a list of materials and she was not allergic to any of them.

Event description:
It was reported that about 2 weeks prior to this report patient had a "reaction/skin irritation" around the implanted device. It was indicated that patient had an opened wound and was closed but had reaction/skin irritation. It was noted that after initial implant patient had wound dehiscence and started coming to the clinic in (B)(6) 2014. It was noted that the patient had to have the device re-implanted, went home and healed. It has been about a month and the same thing was starting again. It indicated that reporter was unsure if it a new device or the same device was re-implanted in (B)(6). It was indicated that patient was allergic to nickel. Additional information reported 18 days later indicated that patient had a superficial wound breakdown about 4 weeks post operatively, and they were able to salvage the neurostimulator (ins) by aggressive wound care. It was noted that the device worked well but she was weary of the wound issues. It was indicated at her most recent visit which was a week prior to the report her wound was completely closed. There was an area of ulceration, redness and weeping that was almost the outline of the ins in the pocket. She had no fever, high white blood count wbc or other signs of infection. It was indicated that the area was tender. It was reported that this could be some type of reaction or allergic process. It was indicated that in the absence of any improvement or available options, the ins will likely have to be removed. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0ax7c, implanted: (B)(6) 2013, product type: lead. (B)(4).